Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is broken. Upper case is broken and corroded. Lower case, battery release, heart block, and battery drawer are contaminated. One bail cover is missing and one bail cover is broken. Ring cover, both bails, and ring are missing. Lead flex cover is corroded. Battery contacts are compressed. Keyboard window is scratched. One printed circuit board screw is not tightened down.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator had a damaged display screen. The generator was returned for service. No patient complications have been reported as a result of this event.